Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02523, and 0001825034-2023-02524. D10 medical devices: partial femur cemented size 5 left medial catalog#: 42558000501 lot#: 65603760. Partial articular surface left medial size e 11 mm thickness catalog#: 42518200511 lot#: 64849730. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision approximately five months post-implantation due to pain. No additional patient consequences were reported.